Event description:
"S/p b subgl infra dc gels for augmentation. Pt reports that b being painful, mammogram shows l rupture. Arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturb, swollen glands, sinus infections, hot flashes, headaches, r tmjd, visual disturb, hair loss, oral sores, rashes, sens sun, pat delagectastios, dental probs, increased cholesterol, wgt gain, gi/gu disturb."